Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the silastic foley catheter was difficult to remove and was getting stuck in the urinary tract. The complainant reported that the catheter was cut in order for the balloon to be properly deflated and the catheter removed from the patient. The patient reportedly experienced pain. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Seven unopened silastic catheters were returned. Catheter 1 was opened and then inflated with 10ccs of air using a 10 cc leur lock syringe. The balloon inflated with no issues. The catheter was then passively deflated with no issues. The same process was repeated with 10ccs of water with the same result. Catheter 2 was opened and then inflated with 10ccs of air using a 10 cc leur lock syringe. No issues were found. The catheter was then passively deflated with no issues. The same process was repeated with 10ccs of water with the same result. Catheter 3 was opened and then inflated with air and then was passively deflated with no issues. The same process was repeated with 10ccs of water and initially no water was deflated. The syringe was screwed further and water passively deflated with no issues. Catheter 4 was opened. The catheter inflated with air and then was passively deflated with no issues. The same process was repeated with 10ccs of water with the same result. Catheter 5 was opened and the inflated with 10ccs of air using a 10 cc leur lock syringe. No issues were found. The catheter was then attempted to be deflated. The catheter did not initially deflate, but after pressing the syringe further into the cap, the catheter deflated with no issues. The same process was repeated with 10ccs of water and no issues were found during inflation or deflation. Catheter 6 was opened and then inflated with air and was found to be asymmetric as it contained an asymmetry above 70/30. The catheter was then passively deflated with no issues. The same process was repeated with water. After inflation, the balloon shape appeared close to the 80/20 balloon but the asymmetry seemed to still be 70/30. The catheter was passively deflated with no issues. Catheter 7 was opened. The catheter inflated with air and was found to be asymmetric as it contained an asymmetry above 70/30. The catheter was then passively deflated with no issues. The same process was repeated with water. After inflation, the balloon shape had similarities to the 80/20 balloon but the asymmetry seemed to still be 70/30. The catheter was passively deflated with no issues. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silastic foley catheter was difficult to remove and was getting stuck in the urinary tract. The complainant reported that the catheter was cut in order for the balloon to be properly deflated and the catheter removed from the patient. The patient reportedly experienced pain. No medical intervention was reported.